Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic via remote monitoring. From the review of remote monitoring, it appeared that the patient had small r waves and that the implantable cardiac monitor exhibited under-sensing. The under-sensing persisted after the device was reprogrammed. The physician recommended extraction of the device as it did not function as intended. However, due to a lapse of the patient's insurance, the patient was unable to proceed with the surgical procedure. The device remained implanted. There were no adverse consequences to the patient.